Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal, and a cracked battery door. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the bad latch lock flex was the root cause and was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the pump did not detect the cassette. Event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.